Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead noise led to inappropriate therapy. Rv portion capped. Current device is still using atrial sensing from this lead. Should additional information become available, this file will be updated.